Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation and photographs were not provided. The described situation is adequately address in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in any retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. A failure during the manufacturing process can be excluded based on the investigation. The filters are 100% tested for their tightness in the production line. The reported failure could have been caused by improper handling during logistics. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported to fresenius that air bubbles appeared inside of an ultraflux dialyzer approximately 15 minutes after the initiation of the patient¿s continuous veno-venous hemofiltration (cvvh) treatment. During follow-up it was confirmed that a blood leak did not occur. The fresenius multfiltrate machine alarmed with an unknown message in conjunction with the bubbles identified in the dialyzer. There was no defect or damage noted on the dialyzer. Additionally, there were no issues identified during prime. The patient did not require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was approximately 10 ml. The patient was able to continue treatment on the machine with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.